Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73d2100779 investigation did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was conducted the staplers were visually inspected, and issue reported "packaging damage other" was not observed in the current manufacturing process. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that 24 feb 2022, the package was found broken prior to the patient.